Event description:
It was reported that the the plunger and the o-rings of the reservoir completely came off while the customer was attempting to fill the reservoir. The blood glucose reading was unknown. The customer stated that she had the reservoir on the bottom with the vial on top, and when she released the plunger from her thumb, that was when the issue occurred. She advised that she would be returning the reservoir for analysis. She was advised that the reservoir would be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.